Event description:
Rotablator was conducted and then the lesion was pre-dilated. A 3.0 x 33mm cypher stent was delivered to the target lesion, however, the cypher became stuck proximal to the lesion. The physician pushed the cypher excessively in order to advance, however, the cypher could not be delivered. Therefore, the cypher was retrieved from the pt, and it was noted that the distal end of the stent was flared. The lesion was pre-dilated again and another 3.0 x 33mm cypher stent was implanted. The procedure was successfully completed, and there were no pt injuries reported. The pt was admitted for a procedure on (B)(6) 2009, with a lesion in the mid left anterior descending branch. The lesion was de novo, heavily calcified and moderately tortuous with 99% stenosis.

Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. During a coronary intervention, the struts of a cypher (B)(4) stent became uplifted. The product was removed from the pt without incident and no pt injury occurred. The target site in the mid lad was heavily calcified and moderately tortuous with 99% stenosis. The lesion was pre-treated with a rotablator and balloon pre-dilation prior to advancing the stent delivery system "but the cypher became stuck proximal to the target lesion. Then the physician pushed the cypher excessively in order to advance, but the cypher could not be delivered. Therefore, the cypher was retrieved from the pt and was found to be flared at the distal end of the cypher. The procedure was successfully completed with add'l pre-dilation and implantation of another cypher stent. The product was not returned for analysis; it was discarded at the facility. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. The complaint could not be confirmed without a product return. Review of the available info suggests that vessel/lesion characteristics and procedural factors may have contributed to this event.